Manufacturer narrative:
System logs were reviewed and no issues were observed; the reported issue could not be confirmed.

Event description:
The customer reported that on (B)(6) 2020 at 15:30 the benevision central station did not generated an audio alarm. A visual alarm for respiratory event was observed on the display but no audible alarm was generated. No patient injury was reported.

Manufacturer narrative:
The customer reported that the alarms were turned "off" without any manipulation from users. The customer turned the alarms back "on" in the system. An investigation is in process.

Event description:
The customer reported that on (B)(6) 2020 at 15:30 the benevision central station did not generated an audio alarm. A visual alarm for respiratory event was observed on the display but no audible alarm was generated. No patient injury was reported.